Event description:
See initial report.

Manufacturer narrative:
H.10: investigation results confirmed the reported issue. The most likely root cause was an intermittent faulty communication between the encoder board and the ribbon cable have led to the reported issue.

Event description:
See initial report.

Manufacturer narrative:
The units has been returned for investigation. Investigation still ongoing at manufacturing site.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) was alarming during procedure. The perfusionist stopped using the device. Reportedly, sometimes the clamp did not work and did not link with any monitoring function or pumps. There was no report of patient injury.